Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No cracked noted at the display window. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that insulin pump had cracked. The blood glucose at the time of the incident was 250 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.